Manufacturer narrative:
Although the suspect device has been received for eval, the analysis has not been completed; the cause of the reported malfunction has not been determined.

Event description:
Note: this report pertains to one of eight grounding pads used together in the procedure. Refer to MFR reports #3005099803-2008-07168, 3005099803-2008-07169, 3005099803-2008-07170, 3005099803-2008-07171, 3005099803-2008-07172, 3005099803-2008-07173, and 3005099803-2008-07174 for the other seven devices. It was reported to boston scientific corporation that during a liver rf ablation procedure, the four pt grounding pads adhered poorly to the pt. The pads were replaced with another set of pads from the same batch (distributed in boxes of 50 count); however, the same issue was noted. According to the complainant, the pads were secured by tape and the procedure was completed successfully. There were no pt complications reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be "good."